Event description:
Prodisc c nova migration of components. Based on the x-rays the surgeon has the impression that one of the components is migrating. Pt is still complaining. X-ray reviewed; pd-c nova (c6-7) implanted adjacent to bryan disc (c5-6), off label. C5-6 level appears to be in kyphosis. Pd-c nova noted as having migrated anterior per notes. Pd-c nova has not migrated anterior to the vertebral body of c6 or c7 based on x-rays reviewed. No surgery planned at present, potential for reoperation/revision.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.